Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient who underwent a primary breast augmentation procedure with an unspecified mentor saline breast prosthesis developed capsular contracture (baker grade unknown) in her right breast. The patient was seen by a doctor due to pain and stiffness in her right breast. As a result, the patient will undergo explantation on (B)(6) 2019.